Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the meter started to read inaccurately on (B)(6) 2016. She reported that at 6:43pm and 6:45pm, she obtained alleged inaccurately erratic blood glucose results of ¿186 and 184 mg/dl¿, followed by ¿297 and 304 mg/dl¿ from a new vial of test strips with the same lot number, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with insulin pump therapy. She reported that from the beginning of december until the time of the call to lfs, she had consumed more food/drink. She indicated that an unknown time after obtaining the alleged inaccurate results, she developed symptoms of ¿nauseous and very weak.¿ she reported that she self-treated her symptoms by consuming a glucose drink ¿relian¿ and eating candy. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca noted that the meter was set to the correct unit of measure, the patient¿s blood samples had been taken from the same approved sample site and the patient described the correct testing steps. The cca also noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result fell outside the expected range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.